Event description:
It was reported that a patient presented in clinic for follow up after receiving a vibratory patient notifier. Upon interrogation, the implantable cardioverter defibrillator was found in backup vvi mode. The device was reprogrammed to resolve the issue. The patient was fine and had no symptoms reported.